Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device blade would not retract. The surgeon used another device to complete the procedure. There was no tissue damage or patient injury. The device was returned for evaluation with the knife blade exposed.